Manufacturer narrative:
See corrected information in section g5 510k#. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 3d tree could not be loaded and the physician canceled the case. The superd portion of the case was not completed and it was not completed by other means. The patient was already under general anesthesia.

Manufacturer narrative:
Evaluation summary: CT scans reviewed and analysis of reproduced data. Root cause is an unusual patient anatomy. No software malfunction was found. System performed as designed. During analysis an attempt to generate a 3d tree was made. The 3d tree failed to generate on both the automatic and the manual (manually defining the main carina and trachea) attempts. Analysis of CT data showed that a tree can be developed, however bronchi on both lungs were blocked, so further development of airways was not possible. This unusual patient anatomy prevented a robust development of the tree. The planning application requires from the generated tree to contain more than 15 branches to be accepted for planning. According to analysis of the skeleton graph file that was created during the previously described analysis steps, the branches count on all attempts (automatic generation and manual definition generation for both cts) was below that threshold. As the created trees were not developed enough in accordance with the application threshold, they were rejected and could not be used for planning. This is the expected behavior of the application. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.